Manufacturer narrative:
One single dpt - vamp adult kit with an attached IV bag was returned for examination. The reported event of "tubing disconnected from vamp connection" was confirmed. The pressure tubing was found detached from the bond joint that connects with the vamp adult reservoir. Indications of bonding solvent was evident on some locations of the tubing bond surface area. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in intensive care units and ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, there was no patient injury noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation of this pressure monitoring kit with vamp adult concluded that a potential root cause of detached pressure tubing could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use, the pressure tubing set with a vamp detached resulting in 100 milliliters of blood loss on the 2nd day of use. There was no allegation of patient injury. The product was available for evaluation.